Manufacturer narrative:
Occupation ni equals lay user/patient. Device requested but not available for return.

Event description:
The customer complained of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 12:00 pm the result from the meter was 3.4 inr. At 2:00 pm the result from the laboratory method was 2.5 inr. The customer also remembered on an unknown day receiving a result of 3.8 inr from the meter and a laboratory result of 2.5. The customer's therapeutic range is 2.0 - 2.5. There was no allegation of an adverse event. The customer is not anemic and does not have antiphospholipid antibodies. The customer mentioned that there has been some bruising but no medical treatment has been sought. The customer's meter and strips have been requested for return. The customer stated that the vial of strips vial has been depleted and has been discarded. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. The investigation is currently ongoing.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot unknown) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.